Event description:
It was reported via repair work order that the brakes were unable to engage due to malfunction caster stems and rue clips. It was also reported that power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.